Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to cystocele and rectocele. Following insertion, the patient experienced mesh erosion, exposure, pain during intercourse, bleeding, urinary incontinence and urinary tract infections/bladder infections. It was reported that due to exposed vaginal mesh/erosion, pelvic pain, dyspareunia and bleeding the patient underwent excision of granuloma, vaginal mesh and granulation tissue, diagnostic cystoscopy and repair of mesh on (B)(6) 2012. (B)(4).